Manufacturer narrative:
Based on the information provided, a specific root cause could not be determined. This type of scenario could occur with any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging.

Manufacturer narrative:
.

Event description:
The customer received analyzer alarms and questionable ion selective electrode (ise) results for multiple patient samples that repeated as normal or consistent with the prior results for the patient. Of the data provided for two patient samples, only the potassium results for one patient were discrepant and reported outside the laboratory. Initial potassium result was 5.8 mmol/l and the repeat result on a different analyzer was 3.6 mmol/l. The repeat result was believed to be correct and the reported result was corrected immediately. The customer verified there was no adverse event. The electrode lot number and expiration date were requested, but were not provided. The customer checked/replaced the ise tubing, checked the ise drain port, performed sample probe wash and air purge. The field service representative could not determine a cause, but suspected a blocked line. The customer changed the ise probe and ran calibration and qc which was good. The field service representative flushed the ise lines, verified the probe alignments, and made adjustments to the ise probe. He ran ise checks with good results and a precision run which passed.